Manufacturer narrative:
Visual exam of the returned part confirms the drill is broken at the type 1 connector. The driving face of the type 1 latch feature is deformed, indicating the drill was subjected to a very high torque (>100n-cm). Such high torque is not consistent with normal or recommended use of the drill and breakage would not be seen with normal use. A review of the keystone dental complaint database did not reveal any other incidents against part # 15254k. The reported lot # mm00184 is not a drill lot #. No adverse trends noted. Complaint is confirmed, however, this is a known failure mode. Root cause is attributed to operational context. (B)(4).

Event description:
It was reported that during the osseotomy procedure, the prima straight drill"parts broke" (implant site # is unk). Pt outcome unk; awaiting f/u.